Manufacturer narrative:
At this time, the product has not been made available for analysis and could therefore not be examined. The investigation is therefore based on the review of the production documents, as well as the provided data and x-ray images. The manufacturing process of this lead was reviewed. All manufacturing steps had been carried out correctly. The production documents were without anomalies. The data analysis showed a pacing impedance trend curve with a stable course around 550 ohm between (B)(6) 2018 and (B)(6) 2018 with a subsequent fluctuating increase to up to 1500 ohm. In addition, interference artifacts could be detected in the far-field and right-ventricular channel, which led to oversensing and shock deliveries, as reported in the complaint text. The provided x-ray images from 27 october and the x-ray films from 29 october were analyzed. In the a.p. Projection from (B)(6), a loop formation of the lead was found in the pocket area. It can still be seen after removal of the generator on the x-ray film from 29 october. Abrasion at the crossing point of the lead cannot be ruled out. In addition, the svc shock coil seemed to be strongly grown in on the x-ray film in the proximal area. The lead also showed several turning points in its course. It should be considered that ingrowth of the lead and a resulting forced alignment occurred during the implantation time of 10 years. This could have had an effect on the movability of the lead. However, no damages could be detected at the electrical conductors based on the available x-ray images.despite the available information, no defect cause could be determined, as this would require an examination of the lead itself. If additional relevant information or the device itself should become available, this file will be updated accordingly.

Event description:
Ous MDR - it was reported that the patient received inappropriate shocks approx. 120 months after implantation. Oversensing was observed. The lead was capped and replaced.